Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k081905.

Event description:
According to the event description: the patient noticed at home that the pump was leaking. Severe soft tissue damage could have occurred if the chemotherapy had been running at the same time. Drug used: 5fu (5-fluorouracil 4500 mg).

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The quality management of b. Braun medical industries malaysia has taken note of this complaint notification. We are pleased to share the investigation results based on the feedback and sample provided. Device history record (DHR): reviewed the DHR for batch 25f26ged81, there is no abnormality and no such defect detected at in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 100-50-s-EU/sa without original primary packaging, along with a port needle inside a container. The batch number on the big bottom cap of the easypump ii sample was 25f26ged81. Upon received, the sample was observed to had been filled with some clear solution and the sample was clamped. The label attached on its outer shell indicates that the sample was filled with 5-fu. Its filling port was closed with discofix cap, whereas its patient connector was closed with a blue combi stopper. By visually checking the sample, some white precipitation was observed in the tubing of the sample. After removed the stopper from the patient connector and opened the clamp of the sample, no solution flow and no leakage were observed at the sample. Investigation results: the sample was investigated and no leakage was detected at the complaint sample. Discofix cap was removed, no leakage observed at the filling port. The bbc was removed, no leakage observed between the tube connections. The pvc sleeve was cut to observe the condition of silicone sleeve. No leakage detected. No crack/damage or leakage was observed at the filter. However, blockage due to white precipitate was observed at the filter - step down tube - microbore tube connection and along the microbore tube. There is no precipitate observed outside the complaint sample tubing upon received condition which also indicates that there is no leakage occurred at the tubing connections. Conclusion: no leakage observed at the received complaint sample. Thus, the complaint is considered as not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.